Event description:
Patient was undergoing a cystoscopy, right ureteroscopy, and laser lithotripsy with stent placement. During the procedure, the tip of the laser fiber fragmented and was unable to be located even after thorough evaluation of the ureter and bladder. No injury to patient. FDA safety report ID# (B)(4).